Event description:
Clinical study: it was reported that 234 days after a coronary artery drug eluting stenting procedure the pt expired. Target lesion 1 was located in the distal rca with 80% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilatation and a 2.5x20mm taxus stent, with 5% residual stenosis. The pt was discharged 2 days later on asa and plavix therapy. In 2005, during the 1-year follow-up period of the study, the site learned that the pt had expired (specific date unk). The pt was not hospitalized, and presumably died at home.